Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device no longer working. Upon explant, the device presented signs of wear and the silicone layer was beginning to dissolve exposing the fabric. A new ipp was implanted, and the patient observed an increase in length with the new device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.